Manufacturer narrative:
Device code (B)(4) off-label use (over 45yrs of age at date of implant). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -8.5/1.0/147 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6)2022 the lens was explanted due to excessive vault. Reportedly the problem was resolved. No plans to implant another lens. Cause reported as unknown.

Manufacturer narrative:
Device evaluation: h3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).